Manufacturer narrative:
Lead: model 3093-28, lot# v749517; implanted: (B)(6) 2011; explanted: unknown. Programmer: model 3037, serial# (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was having low back pain on the left side and significant urinary leakage. The patient experienced leakage when the patient got out of bed or up from a chair. The leakage occurred after midnight and required the patient to wear pull up absorbent pads. The patient's daytime frequency was every 2 hours and nocturia was about every 30 minutes. Changes were done on the patient programmer on (B)(6) 2011. The patient was given 4 different programs with stimulation in the perineal area. The patient was advised to try one program for 7-10 days before changing to another program. The patient was hospitalization for a kidney stone. The patient was put on a suppressive antibiotic. The stone was fragmented and the stent was removed on (B)(6) 2011. The patient was hospitalized for 6 days for the previously reported e. Coli in her blood. The patient was not receptive to any of the educational attempts. The hcp had not heard from the patient since (B)(6) 2011.

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to occasional wetting. The patient did not feel stimulation. The patient went to the emergency room and discovered that she had e. Coli in her blood stream. It was also reported that the patient was unable to synchronize with the implantable neurostimulator (ins), and could not confirm if the ins was on or off. Additional information has been requested, but was not available as of the date of this report.